Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer¿s blood glucose level was 25.0 mmol/l at the time of the incident. Customer treated the high blood glucose with a bolus from the insulin pump at the time of the call. The customer stated that the insulin pump alarmed motor error prior to a no delivery alarm. The customer stated that the drive support cap was sticking out. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed operating current and displacement test however the pump alarmed compromised force sensor system during the prime test at 4 lbs and motor error alarm during the basic occlusion test due to a loose / protruded drive support disk. The motor was tested outside of the device and passed. Unable to verify excessive no delivery alarm due to the compromised force sensor system alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.